Event description:
It was reported that patient called to report that he is having difficulty with his inflatable penile prosthesis (ipp) pump; he states that when he tries to pump, he cant because the bulb is too hard. Patient liaison went over reset techniques with him to include pulling down on the pump while trying to pump/burping the pump and antistiction; he stated that he would try these maneuvers and would contact patient liaison if he has further questions or concerns.